Event description:
Caller states patient tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. Patient's coumadin dose was held one day and then decreased based on the lab result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.